Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power a couple of times. The patient stated that recently the batteries in the pump do not last and the pump has had intermittent power and/or complete power loss. The patient also stated that the date and time resets to the default every time the battery is replaced. Troubleshooting indicated that there was no damage to the battery cap, battery compartment or the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box was reviewed and there was no indication of an intermittent power issue; the only power event observed in the black box was related to a cartridge and battery change. There were no battery warnings or alarms observed in the pump black box. There was no damage battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. No product defects were found.